Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was not booting up. A review of the system logfile confirmed the reported malfunction. Upon further troubleshooting the rse determined that the clinical application was not booting. The fse visited onsite and upon functional testing, the fse found that the issue was intermittent and to resolve the reported issue, the fse installed software of suite pc and did the calibration. After reinstallation of the software and necessary calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's clinical application was unable to boot. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.